Event description:
It was reported this was an venotomy closure of a right common femoral vein using the pre-close technique via a 8f sheath prior to a pulsed field ablation (pra) procedure. An excessive amount of scare tissue was noted at the access site. Reportedly, one suture was successfully deployed. The sheath was upsized to 10f. However, in the middle of the case, the physician adjusted the sheath. At this time, the physician noticed the deployed suture had partially detached from the vessel. The suture was then fully removed and it was suspected the suture may have been deployed in scar tissue. The procedure was completed and one prostyle was then deployed, successfully achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. In this case, it was suspected that the suture may have been deployed in a scar tissue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.